Event description:
It was reported that the pump is alarming no disposable pump wont run. Settings reviewed and we are unable to remove the cassette. The clamps are all taped and caller cannot remove the tape. Pump is off at end of call no additional information available.